Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat the tibial artery. A 4.0 x 60 mm armada 14 balloon dilatation catheter (bdc) was used; however, the hub became separated from the device during use. Therefore, the device was replaced with another unspecified armada 14 bdc to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The date received by manufacturer filed on initial medwatch report was 11/27/2018; however, the correct date is 11/28/2018. Evaluation summary: a visual inspection was performed on the returned device. The reported separated hub was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, a conclusive cause for the hub separation could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initial report, additional information was received. The device did not meet any resistance during the procedure. No additional information was provided.